Event description:
It was reported that the device fractured. The target lesion area was located in the coronary veins of the stomach. A 2d .035 8mmx20cm interlock .035 embolics was selected for use in the embolization of the gastric coronary vein. During the procedure, the second coil was advanced a little and the position was adjusted by re-advancing the device. However, it was noted that the interlocking arms was fractured, and stretched. The device was simply removed from the patient's body and the procedure was completed with another of same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for this complaint. The coil was found kinked and stretched. No more damages were found. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part not returned). Dimensional inspection of the main coil that could be measured were performed and were within specification.

Event description:
It was reported that the device fractured. The target lesion area was located in the coronary veins of the stomach. A 2d .035 8mmx20cm interlock .035 embolics was selected for use in the embolization of the gastric coronary vein. During the procedure, the second coil was advanced a little and the position was adjusted by re-advancing the device. However, it was noted that the interlocking arms was fractured, and stretched. The device was simply removed from the patient's body and the procedure was completed with another of same device. There were no complications reported and the patient is stable.